Event description:
A surgeon reports a lens exchange due to an unexpected post-operative refraction. The association between this event and the iol is not known. Additional information has been requested.